Event description:
It was reported that during a coronary stent procedure, stent damage occurred. The physician was attempting to direct stent and had difficulty crossing the lesion. Upon removal it was noted that the distal edge of the stent was flared. No pt injuries or complications were reported.